Event description:
It was reported that the patient presented complaining of extracardiac stimulation. The left ventricular (lv) lead was repositioned and remains in use. The patient is participating in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Product ID: 6947m62, implantable tachy lead, implanted: (B)(6) 2013. Product ID: d314trm. Cardiac resynchronization therapy defibrillator, implanted; (B)(6) 2013. Product ID: 507652, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).